Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the patient was hospitalized for a high blood glucose of 600 mg/dl. The patient's site was hurting and upon inspection the cannula was bent. The patient began to throw up and was taken to the hospital. The patient was treated via IV drips. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.